Event description:
It was reported that loss of aspiration occurred on the catheter. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. After five minutes of use, a loss of aspiration occurred. A new device was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination revealed a kink and buckling to the sheath 4.8cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that loss of aspiration occurred on the catheter. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. After five minutes of use, a loss of aspiration occurred. A new device was used to complete the procedure. There were no patient complications reported.